Manufacturer narrative:
The reporter further indicated that the unit could not be evaluated because it had been placed back into service before an inspection could be performed, and it could not be identified among other units.

Event description:
No new information.

Event description:
It was reported that a patient sustained vertebral fracture while being transferred on the transport chair. The user reported a long length of stay in the medical facility and difficulty in returning to home, due to restrictions applied by vertebral fracture.